Event description:
It was reported that 31 days after a drug eluting stenting treatment procedure, a thrombosis occurred. The lesion being treated was a non-calcified, 90% stenotic lesion in a non-tortuous circumflex artery (cx). After pre-dilation the physician successfully deployed a taxus express2 2.50x20mm drug eluting stent. The patient was discharged with a regimen of plavix and aspirin. It is noted the patient had ongoing shortness of breath and weakness with no improvement after the procedure. 31 days after the patient was scheduled to have another heart catheterization for the treatment of the proximal right coronary artery(rca). However, during the heart catheterization, the physician noticed the previously placed taxus stent was completely occluded. The physician successfully treated the thrombosis with 2 unknown size cypher stents. No further patient injuries or complications were reported. Patient status is reported as "satisfactory/good."